Manufacturer narrative:
Unit received with partial display anomaly due to cracked liquid crystal display glass. Unable to perform functional test including self-test and displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's lcd was broken. The customer¿s blood glucose level was unknown. The device will be returned for analysis.